Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink duo-vent continu-flo solution sets were leaking, stated as ¿between the distal end of the tubing¿ (not further specified). This was identified at an unspecified process step prior to patient use. There was no patient involvement. No additional information is available.